Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport throacic stent-graft system. The relay transport throacic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay transport throacic stent-graft system related event occurred in (B)(6).

Event description:
"Patient was diagnosed as type iii aortic dissection through the cta, crevasse is located below the left subclavian artery after a margin of about 2 centimeters, also some calcifications were shown through the aortic artery, especially in both iliac arteries. But the calcification is not obvious and measured as about 9 mm in diameter, according to analysis, the outer sheath of 24 french device could be used during the implant. Intraoperative angiography showed the same as the preoperative enhancement CT results. The diameter of arch measurement is 34 mm, so the director of cardiovascular dept., li ming, choose the suitable item 28-m138145342485s to do the surgery. And in a sterile environment, unpacked to take out the support system, used it in a stander way, fixed cook hard thread, along the thread femoral artery transported relay delivery system, the delivery system into the body at a distance of 80 mm, then could not continue to move. After about half an hour or so, the doctor tried many times, still couldn't complete the surgery. Finally, he had to give up the operation. Later x-ray fluoroscopy revealed that the external sheath was stuck in the right common iliac artery. Due to the patient's old age, his vital signs were not stable, the doctor had to took out the whole system very slowly and terminated the operation." Patient outcome: "there is no other injury for the patient."